Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error. Customer's blood glucose was unknown at the time of incident. Customer indicated that the pump may have possibly been worn in or around a cat scan machine. Customer was unable to continue troubleshooting as they needed to take insulin and indicated that they would call back at a later time. No further details given.